Manufacturer narrative:
D10 concomitant product: sigphandle, sig power sigphandle handle, (serial #(B)(4)); sigpshell, sig power sigpshell control shell, (lot #n4e2300y); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic distal pancreatectomy, when the cartridge was to be closed and inserted into the abdominal cavity, an error was displayed with a handle and a red circle with a line going through it and could not be used. It was noted that the user was able to retract the knife. The adapter was removed from the handle, reconnected, and the powered handle was restarted, and the manual adapter tool was used. The handle was replaced with a manual, and an attempt was made to use the same cartridge. However, the firing could not be done at all, and there was a staple around the root of the cartridge¿s jaw. To resolve the issue, the cartridge was also replaced with a new one, and the procedure was completed without any problems. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload had all full complement of staples. The jaw of the reload was open. All sutures were intact. Functionally, the reload was loaded into a representative handle and was cycled without hesitation or binding and was applied to test media. All staples were properly placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that the instrument did not fire and staple pre fire. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of loose reinforced material. Visual inspection noted that the buttress was dislodged from the proximal end on the cartridge side. There was a mark that suture secured the buttress. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when using the device to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.